Manufacturer narrative:
Investigation summary: the account communicated that x-rays indicated a possible area of weakness in the driveline which was subsequently wrapped in rescue tape. The application of tape appeared to be a preventative measure and there did not appear to be a functional issue with the pump. The driveline faults reported by the account appeared to resolve after the patient underwent a system controller exchange . The submitted log file captured numerous sustained driveline fault alarms throughout the log file. According to the account, the patient¿s system controller was replaced and then an additional log file was submitted. The second submitted log file did not capture any atypical events . The pump appeared to be functioning as intended throughout the submitted log files. The patient remains ongoing on pump. No product is available for investigation. The heartmate ii lvas IFU outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault, low flow hazard, and low speed hazard alarms, and the proper actions associated with them. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault, low flow hazard, and low speed hazard alarms, and the proper actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 5 years, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that device interrogation revealed yellow wrench, driveline fault alarms periodically. The primary system controller was exchanged out on (B)(6) 2018, with no further alarms. The customer communicated that an x-ray image(s) of the driveline showed an area of possible weakness. Due to this observation the driveline was taped with rescue tape. The patient would be monitored for any concerning alarms. There was no reported adverse impact to the patient due to this event. The manufacturer's technical service representative reviewed the submitted log file for the primary system controller and confirmed the reported driveline fault events on (B)(6) 2018 that continued intermittently throughout the remainder of the log file. An additional log file submitted on (B)(6) 2019 for the backup system controller showed that the driveline data appeared normal. There were no unusual events seen within the log file.